Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a charger failed error message at boot up. When this message is displayed at boot up, the system will not operate (no boot). There is no report of injury or death associated with the event described in this complaint.